Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked by the tube holders. Motor not running found in pump event history log. Occlusion test was able to find motor not running. The root cause of the reported issue was found to be a combination of old style motor bracket, leadscrew and clutch halves. Normal wear since pump is over 11 years old. Actions were taken to mitigate the reported issue: replaced motor bracket, leadscrew and clutch halves. UDI information is unknown.

Event description:
It was reported that the device's motor is not running. No patient injury was reported.